Event description:
It was reported the patient ¿had it up on high¿ and it was bothering them, but they could not turn it back down. The patient stated it had been doing this since sunday. The patient programmer would not power on and none of the lights would light up on the back. The patient had tried new batteries. The anomaly appeared to have occurred through product use and there was no indication of patient harm. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 7435, serial # (B)(4), implanted: (B)(6) 2004, product type programmer, patient; product ID 748925, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 3487a-33, lot # j0424918v, implanted: (B)(6) 2004, product type lead. (B)(4).